Event description:
Pt admitted to ICU in the evening after their 1st prosorba treatment "ventilated and posturing". They were diagnosed with basal ganglia stroke possibly due to hypertensive crisis. Results of CT were negative however info is pending on a 2nd CT. According to the apheresis provider, the pt's bp was very high on admission. This pt had not taken their antihypertensive medications prior to their treatment and a family member revealed that they did not take them after they returned home.